Event description:
It was reported that product performance data was reviewed and classified as oversensing due to lead noise. The lead remains in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: 6940 implantable tachy lead 1999 (B)(6);511211 competitor implantable pacing lead 2006 (B)(6); d224trk implantable cardioverter defibrillator 2010 (B)(6). (B)(4).